Event description:
Litigation alleges patient had pain and high levels of toxic metals in blood after asr hip implant. Update (9/7/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec'd 5/13/15- sales rep reported revision surgery. Patient was revised to address pain. The stem and sleeve are now being added for elevated metal ion levels. The complaint was updated on: 6/4/15.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).